Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) bifurcation using penumbra smart coils (smart coil), penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed and detached a smart coil in the target location using the handle. The physician then advanced another smart coil into the target location and attempted to detach it using the handle. It was reported that black line on the proximal end of the smart coil was separated and the smart coil appeared to have been detached. The physician then retracted the pusher assembly of the smart coil and noticed the coil was still attached. The physician used the handle again to try and detach the smart coil; however, the smart coil failed to detach. The physician then attempted to manually detach the smart coil using a hemostat, but the smart coil still failed to detach and, therefore, the physician decided to remove the smart coil. However, upon retracting, the smart coil stretched and unintentionally detached. Subsequently, the physician used the pusher assembly of the smart coil to push the detached smart coil into the aneurysm. A third smart coil was then successfully placed in the vessel afterwards. Next, a smart coil would not advance from the starting position within the introducer sheath and, consequently, the physician kinked the proximal end of the pusher assembly. Therefore, the smart coil was removed. The procedure had ended at this point. There was no report of an adverse effect to the patient.